Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that she was changing her infusion set the other day and she had to change it twice because it was not working. Customer received a no delivery alarm when she changed the reservoir. Customer stated that it went back to normal after she changed the set. Customer reported the alarm was resolved by a complete set change. Customer would like to return the set for analysis and quick set will be replaced. No further assistance needed.